Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother stated that she was taking customer to the hospital due to high blood glucose. Customer's blood glucose was 193 mg/dl. Caller stated that the customer insulin pump had multiple no delivery alarms. Nothing further was reported.